Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was screened for a kidney transplant work up that was unrelated to the aneurysm and previous endovascular aortic repair. A CT was performed showed the aneurx stent graft had migrated distally and a proximal type I endoleak was observed. The physician commented that he may intervene in the future after reviewing the CT further and discussing with the kidney transplant doctors. The physician stated that the cause of stent graft migration and proximal type I endoleak was related to the patient¿s anatomy, as the aortic neck continued to dilate due to disease progression. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the aneurx bifurcate migration leading to proximal type I endoleak cannot be conclusively determined from the two still angiogram images provided. Pre-implant anatomy information, films at implant, earlier post-implant films, CT's that showed the migration and proximal type I endoleak, and additional films at the secondary intervention were not provided. Bifurcate location at implant was unknown. The two still image returned showed that the aneurx bifurcate is currently positioned 2 cm below the lowest left renal artery. There is currently minimal apposition between the bifurcate proximal margin and the aortic wall from possible aortic neck dilation. The two images returned also showed that the proximal aortic neck to the bifurcate main body was angulated 45 deg l-r. It is possible that the aortic neck dilatation from disease progression combined with aortic neck angulation may have contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that a revision procedure was done. The physician considered the revision to be a success and expected the patient to do well.